Event description:
It was reported that patient had an infected at the pocket site, described that it was a blood infection. It was noted that patient was in excruciating pain. No further information was obtained despite of good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.